Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 3 years post index procedure where growth of the aneurysm sac was observed. An angiogram was performed and the physician could not confirm if there was an endoleak, however, he placed a cuff to cover a suspicious area that was observed on the angiogram. Another CT was performed post re-intervention where a continued endoleak, potentially a type iiib, was observed. Physician elected to re-intervene a second time by relining with an afx graft. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the failure to exclude aneurysm at implant and subsequent persistent loss of seal one month post implant was found to be anatomy related due to the hostile neck anatomy. There were no procedure-related harms detected, and the patient was discharged home on the second post-operative day. It was noted that the patient was discharged with antiplatelet and anticoagulation therapy, which may have contributed to the persistent endoleak. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).